Event description:
During the surgery, the surgeon found the protruding wire (about 2-3mm) from wire slot. He tried to insert it with the tibial base plate but it did not lock with tibial base plate. Another insert was implanted.